Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient with diabetes father that an infusion set didn't work for his son. He stated that they connected everything to the pump. Then tried running it and he wasn't getting any insulin. They disconnected from the site and could see the insulin in the tubing moving just fine. When he connected back to the site the insulin wasn't going into the site. So, to resolve the issue they replaced everything. The event occurred while in use but there was no patient injury.